Event description:
The distal part of the stent was deployed successfully, but the remaining part (in the stent catheter) could not be deployed despite that the physician pulled back the handle all the way to the end. The physician managed to deploy the remaining part of the stent by moving the handle back and forth to release the stent, while at the same time manipulating the stent catheter. This procedure took 10-15 minutes because the stent would not release from the catheter. The portion of the stent that had difficulties deploying was poorly expanded. Due to the problem that occurred, the stent was elongated and covered a much greater area of the healthy vessel wall than needed.